Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a rattling noise coming from inside of the mobile power unit (mpu) was confirmed via evaluation. The mpu (serial number: (B)(6)) was returned for analysis to the service depot. The mobile power unit (mpu) was found in a visually unremarkable condition. Testing at the service depot immediately confirmed the reported event by shaking the unit which produced a rattling noise from inside. Inspection of the interior of the unit showed that the rattling was caused by one of the locking nuts on the patient cable was dislodged. All other components were found in good condition. The mpu was functionally tested and was able to power on and functioned as intended. The customer had already received a replacement unit so mpu (serial number: (B)(6)) was scrapped. The root cause for the reported event could not be conclusively determined through analysis. A manufacturing analysis task has been created to evaluate the occurrence of the patient cable bracket nut being loose within the mobile power unit. The device history records were reviewed for the heartmate mobile power unit (serial number: (B)(6)) and found to have passed all manufacturing and qa specifications before being shipped to the customer. Heartmate 3 instructions for use section f, ¿safety checklists¿ and heartmate 3 patient handbook section 10 ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the mobile power unit had something rattling inside out of box.

Manufacturer narrative:
Section g3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The unit was delivered, underwent initial inspection and accounted for within the sites maintenance data base. The box was opened and the mpu was pulled out when it was noted that something was rattling.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.